Event description:
Embolization treatment of an avm with onyx. During procedure, it was reported that onyx could not be visualized under the fluoroscope. When the catheter was being removed, a piece of onyx, formed at the end of the catheter, dislodged and embolized north of the cerebral cortex. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not returned for evaluation as it was consumed I n the event. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4)